Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, age of device and unique identifier (UDI) are unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the system controller history interrogation performed by the hospital clinician revealed no external power alarms. The manufacturer¿s technical service representative reviewed the submitted log files and the no external power alarms while on mobile power unit support were confirmed. Additional information has been requested but not provided.

Manufacturer narrative:
No product was returned for evaluation. The reported event of no external power alarms was confirmed based on the information recorded in the log file provided by the customer. The log file contained events recorded from (B)(6) to (B)(6) 2018 where low battery hazard and no external power alarms were recorded. Most of these incidents were captured while the system controller was powered by a mobile power unit (mpu) and the associated voltage levels indicated that the power to the mpu was lost. The serial number of the mpu was requested but not provided and therefore a review of the device history records could not be performed. No further information was provided. The manufacturer is closing the file on this event.